Manufacturer narrative:
Investigation: a disposable lot history search could not be performed since the customer failed to respond to multiple requests to provide the disposable lot number. The customer did not respond to multiple requests for disposable lot number. Therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Root cause: a root cause assessment was performed for the unintended saline bolus to the patient. Based on the customer's statements, the operator failed to follow the screen prompts to fully close the inlet saline roller clamp at the end of saline prime divert. The saline entered the system and diluted the incoming patient¿s blood, causing the level sensor alarms.

Event description:
The customer called and reported that a patient's inlet saline roller clamp was left partially open during a procedure on a spectra optia device. Per the customer, the patient received approximately 500 ml of saline. It was reported that the device alarmed "low level reservoir sensor detected excess fluid". The physician was at the bedside and stated that the procedure was going well. The operator was able to continue the procedure. The customer did not respond to multiple requests for patient information however, the patient was reported to be stable. The collection set is not available for return because it was discarded by the customer.